Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Tandem technical support performed a system check and no issues were identified. There was no adverse impact as pump was used for demonstration purposes only.